Event description:
Boston scientific was notified that during an event when the second coil (matrix ultrasoft-sr coil) was advanced, it showed no stretching. It had to be withdrawn along the microcatheter. No complications with the pt were reported as a result of this event.